Event description:
Procedure type: hernia. According to the reporter: used for lap. Inguinal hernia repair/tep. After inserting to abdominal wall when surgeon tried to replace converter, parts of 5mm converter came off. New one was opened to complete procedure. Nothing fell into cavity. No bleeding. No tissue damage. No pt harm. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).